Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study it was reported that the patient died. In (B)(6) 2014, a 2.25x8mm promus premier stent was implanted in ramus. On (B)(6) 2016, the patient expired and the cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.